Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose level. Tandem technical support made multiple attempts to follow up with customer but were not able to.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Manufacturer narrative:
B2, b5, h6.

Event description:
Tandem received additional information from the customer on 2/28/2023. It was reported that the pump battery was depleting quickly. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the high bg. Tandem technical support made multiple attempts to follow up with customer but were not able to.